Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, toxic shock syndrome.

Event description:
A case study reported " a woman in her [patient information] who underwent te insertion had fever on the 11th day after the operation, and erythema and hypotension on the 12th day after the operation ." Device status remains unknown.